Event description:
It was reported that the device was explanted in 2008 due to perivalvular leakage. The patient expired after explant of our device and implantation of competitors device. The date is unknown. The patient's demise was not attributed to the edwards device according to nurse.

Manufacturer narrative:
Device not returned.